Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received battery failed alarm and the insulin pump had blank display. No harm requiring medical intervention was reported. The insulin pump battery cap was damaged. Customer declined the troubleshooting. Customer will discontinue to use the product. The product will be returned for the analysis.

Manufacturer narrative:
Customer returned device for alleged the screen appears darker than normal, battery failed alarm after battery change, and blank display after battery change found on september 12, 2022. The device was received with a corroded battery tube and powered up properly after battery installation. No blank display, dim display, or other display anomalies noted. The device passed the sleep current measurement, active current measurement, self test and displacement test. The trace and history files were successfully downloaded using thump. Adjusted the display options brightness level from 1 to 5 and all setting operated properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The device was monitored and no blank display or unexpected battery failed alarms or unexpected power/battery alerts noted during testing. There were no excessive or unusual power/battery related alarms noted in the history files. The device was cut open for visual inspection. No evidence of physical or moisture damage to the keypad assembly, electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, keypad overlay texture damage, and pillowing keypad overlay. Customer complaint of the device will not turn on (blank display) after battery change, battery failed alarm, and display anomaly are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.